Event description:
Posey belt had been applied by nurse. Approx 1 hour later the pt was found on the floor with the belt around his upper torso. The pt was on his knees, and the belt was not around his neck. The pt was not successfully resuscitated.